Event description:
The rptr stated the device didn't deliver the correct amount of feeding solution. No details of the extent of the event were given. There was no illness, injury or medical intervention resulting from the event. One pt involved.